Manufacturer narrative:
A product evaluation was completed on the returned 777f8 and non-edwards contamination shield. The customer report of, balloon on the tip of the catheter came off, was confirmed. Catheter balloon was found to be torn from proximal and distal bonding sites. Balloon latex was found in the non-edwards contamination shield. Balloon edges at the torn locations appeared to match up. Resistance felt when passing catheter through returned contamination shield. Catheter passed lab contamination shield from 9f introducer kit without issue. All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A device history record review was completed and documented that device met all specifications upon distribution. As part of the packaging process, 100% of the units after the balloon bonding step pass through a balloon inspection. Although the reported event was confirmed by product evaluation, there is no evidence that supports or confirms that the failure mode is associated to a manufacturing or design defect based on the available information. The review also did not identify any edwards related defect that may have contributed to the complaint. The device history record review was completed and all manufacturing inspections passed with no non conformances.

Manufacturer narrative:
The device has been requested to be returned for product evaluation. It has not yet arrived. Once it arrives and the product evaluation has been completed a supplemental report will be submitted with the findings. The device history record review is pending. Once the results are available they will be included in the supplemental report. Additional product codes, kra, dqe, dqo.

Event description:
It was reported that there was a failure with the swan ganz thermodilution catheter combo v. The anesthesiologist was attempting to place the catheter within the patient when the balloon on the tip of the catheter came off inside the protective sleeve. The balloon could not be inflated with the syringe because it became detached. There was no patient injury.